Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device communicated properly with the sensor and the test plug. Device entered into auto mode properly. No pump or sensor communication anomaly, calibration anomaly or lost sensor alarm noted. Unit was programmed and monitored for 2 days. Device powered up properly after the test battery was inserted. No blank display play, failed battery test alarm or rattling anomaly noted during testing. Device had cracked case at the corner of the belt clip rail, cracked case at battery tube side extending towards the front of the device case, fading serial number label, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received blank display and failed battery alarm. Customer¿s blood glucose was 152 mg/dl. Customer stated that the they tried all the batteries but it was not recognizing anything. Customer stated that they there was crack on the back of the insulin pump towards the front. Customer also complained for lost sensor signal. The customer declined troubleshooting for blank display and failed battery test. The device will return for the analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.